Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead perforated their right ventricle. The lead was explanted and replaced. The patient was noted to be part of the adapt response study. No further patient complications have been reported as a result of this event.